Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer (fse) investigated the ventilator on site. The expiratory valve coil was replaced and sent back for investigation. Simulated use testing of the returned expiratory valve coil failed the pre-use check with internal leakage, pressure transducer and breathing safety valve tests. During ventilation it alarmed for safety valve test failed, expiratory minute volume low, peep low, and respiratory rate high. Peep was at 0 cmh2o instead of 5 cmh2o and vte 0.7ml instead of around 500ml. The pressure transducer test shows that the machine has failed to build enough pressure as it built only 4.24 cmh2o instead of 80 cmh2o. The resistance of the coil has been measured. It showed 4.3 ohm (according to the specification, it should be between 3-7 ohm). There was no damage could be seen inside the expiratory valve coil. All the soldering points have been re-soldered. However, the problem persist. It was not possible to find the failure in this valve coil. The cause of the issue was a defective expiratory valve coil. However, it was not possible to find which part inside it was the defective one. Therefore, no root cause can be established.

Event description:
Manufacturer ref#: (B)(4).